Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a battery test failed alarm. Customer's blood glucose was 189 mg/dl. Customer mentioned there was a blank display on the device. Customer was unable to finish troubleshooting. Customer will not be returning the device for analysis.